Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they felt "a little funny" and "feels like when they put the magnet on it" and "I suspect the battery is getting low". The implantable pulse generator (ipg) system remains in use. No further patient complications have been reported as a result of this event.